Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. The device history record for lot 30327097 was reviewed and the product was produced according to product specifications. All information reasonably known as of 27 may 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿the tubing was found to have split or burst at approximately the 63 cm marker. There are no documented concerns with this tubing prior to this incident and there have been no documented concerns with flushing the tube at any point. The tube was inserted on (B)(6) under cortrak guidance. The patient's feed was stopped overnight due to 'unusual secretions, similar to feed colour'. Then on administering sodium valproate liquid, under medical guidance, viscous pink liquid (valproate) was noted to leak from patient¿s mouth. At this point, the njt was removed by the ICU reg on call. The defect in the tubing was noted at this point. The tubing was removed successfully using gentle traction; however, the tubing has almost completely separated. If the tubing had completely split and a fragment or portion of the tubing had migrated distally, it may have caused a bowel obstruction or perforation requiring endoscopic or surgical intervention. Patient does not appear to have aspirated on any stomach contents due to this event. While liquids from tubing were trickling into his oral cavity, he does not seem to have aspirated on these contents, as his tracheostomy cuff has been inflated at all times. Therefore, this was a near miss event that could have resulted in harm but did not, either by chance or timely intervention. As a result, this will be reported to our clinical governance and risk management team and a risk management occurrence form (rmof) will be completed by the bedside nurse. Patient remains critically unwell - but unchanged clinical status due to above event.¿

Manufacturer narrative:
The device history record for the reported lot number,30327097, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 13-nov-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The received sample was not returned with the original packaging. Prior to decontamination, the sample was photographed to show the appearance how it was received. The sample device was examined showing that the tubing had signs of damage and discoloration. A purple port (not sure if avanos product) was attached at the central port of y-adapter when received in the lab. No stylet guidewire was returned. During cleaning and decontamination, a slight build-up/ discoloration from the outer tubing was tried to be remove by scrubbing the tubing with lint free towel using tergazyme and soaked in metricide solution. The tube was also flushed through the y-connector (proximal end). No resistance was felt while flushing, no substances were flushed out of the tube after couple attempts. However, the other part of the tube (towards distal end) was attempted to flush, there's resistance felt while flushing. After multiple attempts, some build-ups were flushed out and exited at the distal bolus tip. There was a split/tear identified approximately at the 63cm marking. The black discoloration was spotted almost at the entirety of tubing. At the 63cm marked location, the tubing appeared to have expanded to form a balloon shape which burst axially causing for the tube to create tear and was unable to be used. When manually pressing the tubing back together, there were thin layers of the material noticed on the ballooned portion of the tube. Both breaking points were exhibited, only the point towards the distal end observed to have an unknown (brownish) dried foreign material residue. Since the tubing was able to flush, there was no need to cut and open the tube to inspect an embedded material inside the inner wall. The sample provided confirms tubing expanded to form a balloon shape which burst. Root cause could not be determined. All information reasonably known as of 19-sep-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.